Event description:
Revision surgery performed on (B)(6) 2025 due to instability. Patient underwent a reverse total shoulder replacement on (B)(6) 2024. During original surgery following assembly was implanted: smr finned stem short dia17mm (pn 1304.15.017, lot 2410458, sterilization (B)(4)), smr 140° humeral body reverse (pn 1352.15.011, lot 2422030, sterilization (B)(4)), smr reverse liner +3mm (pn 1360.50.815, lot 24at30w, sterilization (B)(4)), smr metal back glenoid small-r (pn 1375.21.005, lot 2319076, sterilization (B)(4)), smr connector small-r (pn 1374.15.305, lot 2300890, sterilization (B)(4)), smr glenosphere dia36mm (pn 1374.09.111, lot 2325318, sterilization (B)(4)). Patient recently came into clinic reporting shoulder instability. The surgeon performed a revision procedure to remove the above-mentioned reverse liner, glenosphere and connector and replaced them with a new 36mm glenosphere (pn 1374.09.111) but with a +4mm lateralized connector (pn 1374.15.314) and a reverse limavit +3 liner (pn 1360.54.815). According to surgeon, the extra 4mm of lateralization will help patient's stability, as she has a large amount of adipose tissue on her side and chest that was causing force on the construct as the patient put her arm into adduction. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1956. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing and sterilization records for involved components did not identify any pre-existing anomaly or non-conformity that could have contributed to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.